Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with damaged cow catcher corner. However, the insulin pump passed functional testing.

Event description:
Sensors are losing communication. The blood glucose is 130 mg/dl. Customer woke up in the middle of the night with high blood glucose reading of 253 mg/dl, but the actual blood glucose was 123 mg/dl. There is a wide gap between the sensor glucose and blood glucose readings. The current blood glucose reading is 101 mg/dl. During troubleshooting, all programming checks out fine. Advised customer to keep the sensor and transmitter within range. Nothing further reported.